Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 32 mg/dl. She treated with food and it started rising. Current reading was 51 mg/dl. The customer had initially called to report receiving lost sensor alerts. Blood glucose value at the time was 106 mg/dl. The customer stated that the insulin pump was communicating with the transmitter. She had been receiving low alerts throughout the morning. The customer was advised that the sensor was working and giving accurate numbers but the graph was not tracing. Customer was advised that the sensor graph would not show information when glucose readings are below 40 mg/dl. She was advised to turn the sensor off and back on and reconnect to old sensor. The sensor was relinked and customer was able to calibrate.